Event description:
(B)(4): the patient reported stimulation feeling painful. The patient was advised to consider decreasing amplitude and this eliminated the uncomfortable stimulation. Patient stated she was increasing stimulation because she was not feeling stimulation. Patient thought that interstim therapy was a cure. Patient stated she was defecating 30 times a day before implant. It was indicated that vaginal pain which resolved by decreasing stim from 3.4 to 2.0 on the day of the call (suddenly after increasing stim too high). Defecation could not control since implant. Additional information reported on 2016-10-05, patient was seen and despite different programs, reported pain and return of fecal incontinence. The patient has decided to have the device removed and it was removed on (B)(6) 2016. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.